Manufacturer narrative:
Per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 388mg/dl. Reportedly, customer was using novolog supplies for over 72 hours. Bg was treated with intravenous insulin and saline. Reportedly, customer left the ER 3 hours later with the issue resolved and no permanent damage.